Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, customer was instructed to leave pump plugged into a power source. A replacement usb cord was sent to resolve the issue. Customer will revert to alternate usb cord while waiting on replacement. Customer¿s blood glucose value was 173 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.